Event description:
The customer reported erroneously low magnesium (mg) results on seven (7) patients that were generated on the unicel dxc 800 synchron clinical chemistry system. The results were reported out of the laboratory, however, it is unknown if there was any change to patient treatment attributed to or connected to the event. Per customer, the low controls were out of range when first run after the previous repairs were made (photometer was replaced). The customer re-calibrated, however, the results were high for the high control. The customer performed a second re-calibration and the controls were within range. The customer commenced to run patient samples. After the seventh sample was ran, the low controls were out of specification. The customer re-ran the samples on an alternate instrument and higher results were obtained. The customer provided results for six patients only.

Manufacturer narrative:
A service request was initiated. A field service engineer (fse) was on site to investigate the event and performed the following: changed the collar wash due to presence of white material inside. Change the sample probe. Change cartridge chemistry syringe valve. The cause of the event is unknown, however, post repairs, replacing the reagent syringe appeared to have resolved the issue. On (B)(4) 2012, the high mg control was out of specification; however, no incorrect patient results were noted. A new reagent cartridge was installed, which resulted in acceptable control levels. The customer continued to monitor the results.